Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the patient had a lumbar spinal stenosis and lumbar instability. The surgeon used pangea system for a posterior fixation of l4-s1 for l4-s1 lumbar spinal stenosis and lumbar instability (l5 spondylolisthesis). The patient was a large person (176 cm, 97 kg) and the insertion of screw interfered with a retractor, however there were no problems during the insertion. Intra-operative x-ray after the insertion of screw revealed no problems. After the distraction, the surgeon tried to adjust the orientation of the screw head by the alignment tool for the insertion of the rod. The conical element for the right s1 screw head was disassembled and floated, so he couldn't insert the alignment tool.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The right s1 screw couldn't be connected to the rod, so the sales rep requested the surgeon to re-insert the screw. This is report 1 of 1 for complaint (B)(4). Additional classification codes mni, mnh, kwp, kwq. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A device history records review for this lot has been requested. Placeholder.

Manufacturer narrative:
Lot number 6279403 is associated with part number 04.620.735 and that is associated with this complaint. Part number 04.620.735s is a sterile part number which should have unique lot number. Review of the device history records showed there were no issues during the manufacture that would contribute to this complaint condition.

Manufacturer narrative:
Additional narrative: additional evaluation was conducted. The report indicates that in the complaint report it is not stated which instrument was used to place the screw in the pedicle. It is therefore not possible to take a sustained conclusion on which was the root cause of this failure. It is stated that there has been interference with a retractor used during the surgery. In case the screw head was blocked by this or any other instrument/ bony structure (preventing it from rotating freely), it is possible that the sleeve was forced out of the head screws locking slots, during screw insertion. No product fault could be detected. Unfortunately we are not able to replace this complained article. Device was used for treatment, not diagnosis.